Manufacturer narrative:
The device nor user data logs have been returned/received to date. If the device or user data logs are received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported uncommanded bolus or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their glucose levels decreased from 154 mg/dl to 100 mg/dl. The patient consumed carbohydrates, but their glucose level further declined to 86 mg/dl. The patient reviewed their bolus history and discovered an unprogrammed bolus had been delivered. Prior to disconnecting the call with product support, the patient's glucose level had increased to 151 mg/dl and their cgm (continuous glucose monitor) showed a steady trend with their glucose levels. No medical treatment was required for the reported event. If additional information is received, a supplemental report will be submitted.